Manufacturer narrative:
The mean age of the patients was 40 years (range 23-58 years), with 212 males and 173 females. Date of event: unknown. This report is for an unknown expert tibial nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date: unknown. Explant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: stenroos, a., brinck, t. And handolin l. (2018), recommendation of use of checklist in tibial intramedullary nail removal: retrospective study of mechanical complications related to nail removal, international journal of the care of the injured, pages 1-21 (finland) the aim of this retrospective study is to report the unplanned events and injuries of treatment of a large retrospective series of patients who underwent a tibial nail removal, and to determine if there are fracture characteristics, patient demographics, or surgical details that may predict a complication. Between january 2010 to december 2016, the study including a total of 389 tibial intramedullary nail (imn) removals from 385 patients with tibial diaphyseal fracture or distal tibial fracture. 357 of the total removals involved depuy synthes expert tibia nail® (etn). The mean age of the patients was 40 years (range 23-58 years), with 212 males and 173 females. Tibia fractures were classified according to the müller¿s arbeitsgemeinschaft für osteosynthesefragen (ao) classification with the aim of finding the fracture patterns that might be associated with complications. The following complications were reported to be associated with the synthes etn: seventy-five (75) intramedullary nails removed due to anterior knee pain. Sixty-one (61) intramedullary nails removed to pain at locking screw site. One (1) intramedullary nail removed due to delayed union. One (1) intramedullary nail removed due to deep infection. Two (2) patients had neuralgic pain at incision site after nail extraction, where 1 patient also had an iatrogenic fracture. One (1) patient with a complex tibia fracture suffered both sensory and motoric peroneal nerve injuries. Two (2) patients who had previously been asymptomatic developed anterior knee pain at the incision site following the intramedullary nail removal. Infrapatellar nerve damage was found in both patients. Two (2) patients had the nail buried so deep that removal would have caused unacceptable destruction of the tibia plateau and the surgeon decided to abandon the operation. One (1) case of proximal posterior tibial plateau fissure fracture due to difficult removal of nail. The fracture was detected after the nail was removed. This was treated with non-weight bearing for 4 weeks. One (1) case of broken bone block from anterior tibial plateau due to difficult removal of nail. This was treated with non-weight bearing for 4 weeks. In this case of iatrogenic fracture, all the locking screws were removed prior the nail extraction. One (1) case of anteromedial fissure fracture due to difficult removal of nail. This was observed four weeks after nail removal. This was treated with non-weight bearing for 8 weeks. In this case of iatrogenic fracture, all the locking screws were removed prior the nail extraction. One (1) case of oblique fracture at primary fracture site due to undetected new condensed bone formation in distal nail. In this case the forced nail extraction caused a re-fracture in both tibia and fibula. This was treated with a long leg cast for 12 weeks. In this case of iatrogenic fracture, all the locking screws were removed prior the nail extraction. This report is for an unknown synthes expert tibila nail (etn). This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).